Manufacturer narrative:
The complainant was unable to provide the event/procedure date, therefore the first day of the month in which the event was reported was used ((B)(6) 2018). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that an rx locking device biopsy cap was used during a procedure on an unknown date. According to the complainant, the sponge in the biopsy cap fell off and became lodged in the channel of the scope. The first sponge was able to be removed from the channel of the scope. A second biopsy cap was used and the same issue occurred. It was reported that the second sponge could not be removed from the scope and therefore the scope was sent for repair to remove the sponge. The procedure was completed using a third rx locking device/biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the event/procedure date, therefore the first day of the month in which the event was reported was used (B)(6) 2018). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that an rx locking device biopsy cap was used during a procedure on an unknown date. According to the complainant, the sponge in the biopsy cap fell off and became lodged in the channel of the scope. The first sponge was able to be removed from the channel of the scope. A second biopsy cap was used and the same issue occurred. It was reported that the second sponge could not be removed from the scope and therefore the scope was sent for repair to remove the sponge. The procedure was completed using a third rx locking device/biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on 26oct2018. The procedure was an endoscopic retrograde cholangiopancreatography (ercp) performed in the biliary tract. The first sponge was removed from the scope using a brush. Water based lubricant was applied to the biopsy caps prior to use.